Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, he most probable cause of the reported issue is traced to an expected or random component failure without any design or manufacturing issue that is associated with an electrically powered device where an electrical malfunction results in a device problem (e.g. Electrical circuitry, contact or component failed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a b30 communication error and no image. There was no patient involvement.